Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm and diabetic ketoacidosis. High bg cause was unknown. Customer addressed bg with a manual injection. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy.